Event description:
While suturing a blood vessel after excision of an aneurysm of the abdominal aorta, the surgeon noticed that the thread split after finishing the suturing. The doctor put in add'l stitches for reinforcement. There was no adverse event to the pt or surgical time delay.